Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 58 mg/dl due to the customer over-delivering insulin to themself. The customer was unconscious as a result of the low bg. The customer's caregiver gave them honey to address bg. The customer was subsequently hospitalized and was treated with glucagon, steroid injections, and insulin injections. The customer was released from the hospital later that same day and continued to use the pump for insulin therapy.